Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml7180, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke without reason at the time of closure of celiac process during the procedure. Changed another one to complete the surgery. There was no adverse patient consequence reported. No additional information could be provided.